Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient acquired an infection and developed sepsis following a trial procedure. Nevro attempted to obtain additional information regarding the nature of the issues, but none was available. There have been no reports of further complications regarding this event.